Event description:
It was reported that an alarm indicating "no cassette" occurred during infusion at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Review of the event history showed a "no disposable" alarm was recorded in the event log multiple times. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty downstream occlusion (dso) sensor. The device was returned to the customer with no repair provided at their request.